Manufacturer narrative:
This supplemental report is being provided to correctly identify the number of events reported in this summary report. The initial report incorrectly indicated the report was for malfunction event. Report summary: this report summarizes malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described the dx-d 100 system experienced speed and movement issues. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer confirmed a hardware failure. Agfa service replaced the right and left handle gauges and the dmc board. The system was tested and worked as intended. There have been no additional events reported.

Event description:
This supplemental report is being provided to correctly identify the number of events reported. In this summary report.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described when driving the dx-d 100 and increasing speed, the system begin to turn to the right and was hard to stop. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer could not reproduce the reported issue so the root cause is unknown. Agfa service replaced the dmc , arrestor kit, and movement buttons. There have been no additional events reported. There was no reported harm to patients or users and there are no additional actions for these events.